Manufacturer narrative:
This report is submitted march 20, 2019.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequently underwent a device integrity test on (B)(6) 2019 under anaesthetic.